Event description:
Device malfunction: stuck device. Time of device malfunction: during vessel closure. Symptoms/ae:none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure during an unspecified procedure. Reportedly, during deployment of the clip, the physician felt resistance and the device got stuck. Hemostasis was achieved with the starclose clip. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.